Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. No information was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The aware date is based on the re-evaluation date noted on the device analysis report for this case, being 03-06-2017.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the catheter was prepared as per IFU, connected and recognized by the system. The catheter was only a few centimeters inside the body when the monitor displayed an intermittent image. No error message was displayed. They tried to disconnect and reconnect without success; the signal did not come back. The customer removed the catheter from the table after the user recognized that the system did not work. They used another catheter of same product to complete the procedure. There was no patient injury, no adverse events and no medical or surgical intervention performed. It was noted there was no "salience" with the patient after the procedure, meaning there was nothing of note regarding the procedure. By report, this was a coronary procedure. No damage was observed on the device during prep. No resistance was felt at any time. The device was not stuck. No damage was observed on the device after removal from the patient. The device was not removed as a system and all portions of the device appeared accounted for when it was removed from the patient. No additional intervention was required to remove the device. Visual and microscopic inspection and functional testing were performed on the returned device. The pzt was scratched. The adhesive near the proximal fillet was partially lifted. The adhesive at the distal fillet was also lifted and a part of the adhesive appeared to be missing. Oxidation was observed where the adhesive was lifted at the distal fillet. The dc output and the echo values did not meet the specification for multiple elements. One element of the dc output exceeded the threshold. The device was recognized by the system but an incomplete image was produced. Majority of the image did not display and only a sliver of dark image remained. The device was microscopically re-examined after the image test. Fluid ingress was observed at the weld legs. The probable cause of the observed image failure is likely electrical issues at the scanner body due to fluid ingress. The observed lifted adhesive near the proximal fillet and at the distal fillet likely caused fluid ingress. In addition, the scratched pzt may have contributed to the image failure. Strain, impact, and forces associated with use can affect the integrity of the device. However, it was not possible to determine when and how the failure occurred. This event is being reported in an abundance of caution as part of the adhesive at the distal fillet was missing and it could not be determined when the separation occurred. The instructions for use (IFU) caution: the eagle eye platinum st device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: prior to use, carefully inspect the scanner and catheter body for bends, kinks or other damage. Do not use a damaged or suspected damaged catheter. Protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. Protect the electrical connections from exposure to fluid. Do not handle the transducer. The outside diameter along the entire length of the guide wire should not exceed the maximum specified. During use, ensure that the placement of the catheter does not preclude blood flow through the vessel. Clean guide wire and flush catheter thoroughly with heparinized saline before and after each insertion. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. During the procedure, provide appropriate anticoagulation to the patient as needed. When advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when re-advancing a catheter over a guide wire and into a stented vessel. Forceful advancement of the ivus catheter could cause entanglement between the catheter and the stent(s) resulting in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.